Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This x25 torque driver was found to be difficult to tighten the caps with. As such the surgeon felt like a replacement was necessary given the fact that it is slightly stripped at the end tip. The case was completed with the other x25 torque driver from the expedium 5.5 system.

Manufacturer narrative:
The moss miami final tightener was returned for evaluation. Visual inspection identified that the distal portion of the driver tip was stripped. A DHR review found no issues that could have caused or contributed to the reported event. Complaint trend analysis found no systemic issues. The root cause cannot be positively determined based on the provided description or returned sample. However based on the evaluation, it is likely that a torsional overload that was placed on the drivers tip. Based on the outcome of the investigation, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.